Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 inappropriate atp bursts and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), where therapy was exhausted. No additional adverse patient effects were reported.